Event description:
It was reported that the compressor generated alarms for low pressure. There was no patient involvement. Manufacturer's ref #:(B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A service engineer investigated a low pressure alarm in a compressor mini and found that the capacitor that starts the motor was faulty. After replacement of the capacitor for the motor, the compressor was running as expected and the device returned to clinical usage. Two capacitors were returned for further investigation. The returned capacitors were tested in a reference compressor mini. One was working according to specification. When the other capacitor placed in the reference compressor, the fuse broke immediately when trying to start the compressor. The fuse was replaced and reference capacitor used. The compressor started again according to specification. If the capacitor is broken, the motor for the compressor would not start and pressure will not be build up. Low pressure alarm will be generated. If the compressor fails to supply air the connected ventilator will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The conclusion in this matter is that the reported issue was caused by a faulty motor capacitor in the compressor mini. The root cause of why the capacitor failed has not been established in this investigation.